Event description:
It was reported that prior to use on a patient on (B)(6) 2009, the device failed to close because of the locking plate mechanism. There was no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.